Event description:
User receiving erratic results for glucose and calcium. Total number of samples affected was not given, four examples of erratic calcium results were provided. Sample 1, results are 3.12, 2.97, 2.45, 2.50, and 2.51 mmol/l. Sample 2, results are 2.86, 2.68, 2.80, and 2.78 mmol/l. Sample 3, results are 2.25, 2.62 mmol/l. Sample 4, results are 2.44, 2.30, and 2.93 mmol/l. No info provided to determine if incorrect results were reported or if any adverse events occurred. If additional info is received, appropriate notification will be provided.